Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 10-jun-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event is unknown as the customer declined service.

Event description:
A customer reported getting 100 pressure high error messages with the g8 instrument. The customer reported that the pressure is high out of range at 12.0 mpa. The current column pressure range was 7.0-11.0 mpa. Technical support (ts) performed troubleshooting with the customer and found a pressure of 4.5 mpa at the input side of the column with the column disconnected. The pressure was 0.12 mpa at the output side of the filter housing indicating a blockage in the tubing or valve going from the output of the pre-filter housing to the input side of the column. Ts advised the customer that the issue required service with field service engineering to remove the blockage or replace the tubing at fault. The customer declined service. The customer was unable to run the instrument and declined repair which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.